Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: the lipid tubing was paused for 1.5 hours due to med incompatibility and clogged.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one used sample (model #2202-0007) was returned for investigation. It was reported that the tubing was clogged. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime within a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: the lipid tubing was paused for 1.5 hours due to med incompatibility and clogged.